Event description:
It was reported to boston scientific corporation that a three port through the peg jejunual feeding tube (j-tube) was used during a procedure performed on (B)(6), 2012. According to the complainant, the feeding pouch tube is difficult to put into the feeding port on the j-tube. The complainant reported it needs to be forced in otherwise it pops off. In addition the port cap does not stay closed which causes leaking. This device remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.